Event description:
Oversensing was noted on this lead. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead was explanted on (B)(6) 2024. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data recorded the short rr interval counter with zero counts per day on (B)(6) 2023 before it rose onto > 250 counts per day on the next day and stayed on > 250 counts days per till the end of the period on (B)(6) 2023. The analysis of the provided iegm episodes revealed artifacts on the rv and ff channel, which led to the reported oversensing. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data recorded the short rr interval counter with zero counts per day on (B)(6) 2023 before it rose onto >250 counts per day on the next day and stayed on >250 counts days per till the end of the period on (B)(6) 2023. The analysis of the provided iegm episodes revealed artifacts on the rv and ff channel, which led to the reported oversensing. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The lead was explanted on (B)(6)2024 as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data recorded the short rr interval counter with zero counts per day on (B)(6) 2023 before it rose onto >250 counts per day on the next day and stayed on >250 counts days per till the end of the period on (B)(6) 2023. The analysis of the provided iegm episodes revealed artifacts on the rv and ff channel, which led to the reported oversensing. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated. The analysis of data received on (B)(6)2024: the analysis of the provided trend data, acquired between (B)(6)2023 and (B)(6)2024 recorded an initially stable pacing threshold of 1 volt with a rise to 2.2 volts in (B)(6)2023. The analysis of the pacing impedance recorded a stable pacing impedance of 400 ohms with a drop to 250 ohms at the end of recording period. Further analysis recorded a slightly fluctuating shock impedance between 70 ohms and 80 ohms with a drop to 50 ohms at the end of recording period. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles.